Event description:
The doctor reported that the pump was removed due to infection, symptoms not specified. The pump delivered lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.